Event description:
A report of a pt experiencing pain and burning sensation at the ipg pocket site whether the stimulation is on or off. It was also noted that the ipg is surfacing and is very shallow under the skin. The physician has determined that this is a high risk pt and will not perform surgery to revise the pocket. The physician will manage the pocket pain with narcotics.

Manufacturer narrative:
This is the final report.